Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was a cassette sensor error¿ was not confirmed. Visual inspection found the downstream occlusion (dso) seal was damaged (detached). The dso seal was replaced, and the device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was a cassette sensor error¿; during device evaluation it was found the downstream occlusion seal was detached. The event occurred during testing.